Manufacturer narrative:
Additional information: section g1 has been updated to reflect current contact information. Section h4 (device mfg date) was updated based on the extended investigation. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and adhesive, no issues were observed. The sharp was not returned. No malfunction or product deficiency was identified. Extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and showed that the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the sharp is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.upon investigation of the returned product, it was determined that the serial number reported by the customer was incorrect; therefore section d4 (serial no) has been updated and a device history record review for the correct serial number has been added to the physical product investigation.

Event description:
A customer reported experiencing a skin reaction while wearing the adc freestyle libre sensor, with symptoms of swelling and infection at the sensor insertion site. The customer had a consultation with a healthcare provider, who prescribed augmentin (antibiotic) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the adc freestyle libre sensor, with symptoms of swelling and infection at the sensor insertion site. The customer had a consultation with a healthcare provider, who prescribed augmentin (antibiotic) for treatment. There was no report of death or permanent injury associated with this event.